Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800-ml/hr flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "failed 800ml/h flowrate," which was confirmed and reproduced during evaluation. Baxter's device evaluation found the device to under deliver by approximately 5.2% when the device was delivering at a rate of 40ml/hr during flow rate testing. Physical inspection found the downstream valve to be over-traveled and the downstream finger to be under-traveled, causing the under delivery. The finger and valve travels were reworked to address this condition. (B)(4).